Event description:
The customer reported to olympus that the handle "hicura", size m, bipolar had the insulation at the tip of the forceps damaged. The event occurred during a therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer¿s allegation of 'damaged insulation on tip' was not confirmed. No device problem was found. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.